Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on 11/14/2021. The patient experienced a skin reaction that consisted of a rash with redness, blisters, drainage under the sensor adhesive patch. Over several days the redness and itching spread past the sensor patch footprint. The sensor was removed on (B)(6) 2021. The spouse contacted the regular doctor¿s office and staff recommended application of topical flonase spray (it was not used). Further contact was made with the reporter on (B)(6) 2021. The patient saw the endocrinologist on (B)(6) 2021, medical doctor (md) recommended application of over the country (otc) hydrocortisone cream to the sites. The patient's husband stated that although the inflammation and redness continued on the abdomen and on both previous sensor sites, the itching had stopped, the redness was decreasing, and the areas were healing. The otc hydrocortisone had worked and now they only applied gold bond lotion to the areas to minimize dry flaking skin. A follow up md visit was scheduled for (B)(6) 2021, and the md visits and topical creams were the only interventions. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.